Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after a syncopal event. Interrogation revealed that the right ventricular lead exhibited loss of capture and high capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was stable.